Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 5.6, lab: 3.6. Results performed 3 hours apart. Patient's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.